Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Event confirmation status: the reported event of heat was not confirmed. The reported event of flaked paint was confirmed. The reported event of fluid leak was not confirmed. Evaluation results: the device was found to be affected by lubrication breakdown. The device was found to be affected by missing paint chips. The device had no device problem observed for the reported event of fluid leak. 1 device was not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated, leaking, and had paint chips missing. 1 event had no patient involvement; no patient impact.